Event description:
It was reported that the attachment device was ¿making strange noises and getting extremely hot.¿ it was not reported that the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. The reporter did not report any injuries. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual sample was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Due to further investigation, the evaluation was updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not allow the insertion of a cutter. It was determined this was a result of the bearings being destroyed, which would have caused extreme heat when the bearings were going bad. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.